Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 75 mg/dl. Reportedly, the customer inadvertently performed the load sequence while connected to the site. The technical support team educated the customer to not be connected to the pump during the fill tubing process. Customer administered a glucagon injection and consumed carbohydrates to initially address bg. At the hospital, healthcare providers administered intravenous fluids of saline to treat the low bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the issue was resolved. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.